Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 58-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced malperfusion of leg and needed escalation of care. The pump was explanted, and an additional impella device was needed.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Added-h6 component code 925 f6/f8 should have been left blank in the initial report.